Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from an unknown foreign healthcare professional reported that there was a technical issue and early battery depletion. The event occurred at follow-up. Event management included device replacement. The event resulted in hospitalization.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.